Event description:
Covidien received on 08/30/2010, (B)(4). It was reported that "during the esophagogastroduodenoscopy (egd) portion of a gastric pacemaker implantation case, the temperature probe of the esophageal stethoscope became dislodged distally down into the stomach. Upon extraction of the temperature probe, the proximal tip became lodged in the left lateral wall of the cervical esophagus just below the upper esophageal sphincter. The retained tip was removed successfully, but a small laceration of the left lateral cervical esophageal wall did occur." The patient's stay in the hospital was extended, she was given additional antibiotics as well.

Manufacturer narrative:
The lot number is unknown. We are following up with the facility for additional information.